Event description:
It was reported that the pump malfunctioned, possibly due to exposure to extreme heat. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccurred.